Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump was alarming with a cassette attached. It was reported the end user was able to attach another cassette and continue infusion. Per reporter the end user was on veletri and was self-titrating the dosage down, which the doctor was aware of, and reported the dosage as, veletri: dose 11ng.kg.min, 74 ml.24hr pump rate, using 1 - 1.5mg vial. Titration order: increase dose by 1ng.kg.min every 14 days until goal of 20ng.kg.min.

Manufacturer narrative:
Additional contact information: (B)(6).